Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noise. Subsequently, this patient was admitted to the hospital where the noise could be reproduced with arm movements; therefore, tachycardia therapy was deactivated at this time. It was noted that further testing will be conducted to ascertain if replacement or reprogramming is necessary. It was also stated that the signal amplitude had been decreasing over the past six months. Technical services (ts) analyzed device episode data and confirmed that the inappropriate shock was due to oversensing of myopotential noise and a decrease in r-wave amplitudes. This occurred in the secondary vector. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noise. Subsequently, this patient was admitted to the hospital where the noise could be reproduced with arm movements; therefore, tachycardia therapy was deactivated at this time. It was noted that further testing will be conducted to ascertain if replacement or reprogramming is necessary. It was also stated that the signal amplitude had been decreasing over the past six months. Technical services (ts) analyzed device episode data and confirmed that the inappropriate shock was due to oversensing of myopotential noise and a decrease in r-wave amplitudes. This occurred in the secondary vector. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system has been explanted. A new s-ICD system was placed at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noise. Subsequently, this patient was admitted to the hospital where the noise could be reproduced with arm movements; therefore, tachycardia therapy was deactivated at this time. It was noted that further testing will be conducted to ascertain if replacement or reprogramming is necessary. It was also stated that the signal amplitude had been decreasing over the past six months. Technical services (ts) analyzed device episode data and confirmed that the inappropriate shock was due to oversensing of myopotential noise and a decrease in r-wave amplitudes. This occurred in the secondary vector. No adverse patient effects were reported. Currently, this s-ICD system remains in service.